Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam. The device was scrapped as per customer request.

Manufacturer narrative:
In the previously submitted report, a remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam. The device was scrapped as per customer request. Box g has been updated or corrected in this report.